Event description:
Per vad coord: the high purge pressure and purge flow blocked alarms around 0800. Patient vitals and impella flows remained stable and unchanged. Map >65 flow 3.8. Purge pressure 1000-1300, purge flow 0-1 ml/hr. Line de-aired and alarms briefly resolved. Rn and team captain were preparing a new purge cassette (per impella online troubleshooting recommendations), when vad coord. Called back saying not to change purge, but to do a maneuver that had been done on the patient last week, per impella rep. The maneuver was performed by md and np. Impella flows dropped to p0 x 1 second and then changed back to pt baseline p6. Pt was asymptomatic and tolerated procedure very well. No change in vital signs. Alarms and issue with purge pressures/blockage resolved. The rep communicated the procedure to vad coord. Communicated with CT ICU and the primary team. This is our current practice. This is not a trend. The vad team is tracking the impella issues, and there is no trend. Each one has been different. This patient was (B)(6) and therefore could not receive heparin. The purge solution that is delivered by the purge cassette is supposed to have heparin in it, but we could not do that because of his hit. Initially, the team ordered argatroban to be put in the purge solution because that was an anticoagulant that the patient could tolerate but it was unclear if the argatroban was making the fluid too viscous to flow through the tubing properly, so the ICU team decided to take it out and run d5w without any anticoagulant. This is not recommended by the manufacturer because of the risk of the impella clotting. Clinically we did not have a choice, and it was a decision made by our physicians. The situation that was described here was likely caused by the fact that there was no anticoagulation in the purge fluid. Appropriate procedure was carried out.